Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was not confirmed during functional testing; however was confirmed during archive data review. The root cause for the reported complaint was due to the intermittent functioning of the temperature sensor. Unrelated to the reported complaint, cracked front enclosure was observed, lcd backlight not illuminating and distorted sounder due to a damaged processor board were observed during visual inspection. Root cause were likely attributed to mishandling such as a drop. During functional testing, no issues were observed. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages on the reported event. The patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or while taking-up. The sensor may have intermittent technical problems that we were not able to identify during functional testing. Replacing the temperature sensor as a precautionary measure to help prevent ua 41. The storage condition is not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. After replacement of the temperature sensor, processor board and front enclosure; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No patient involvement.